Event description:
It is reported that the device was implanted in 2007. In late 2007, it is reported that the knee became unstable. After x-ray evaluation, the articular surface was visibly loose. Revision surgery for the articular surface occurred on a week later, due to loosening.

Manufacturer narrative:
Evaluation summary: it is reported that the knee became unstable 8 months post-op. On investigation, it was found that the locking screw has come loose and the articular surface has dissociated from tibial plate. The patient has a large build and weighs 209 pounds but, the age and activity level of the patient are unk. As returned, the locking screw shows damage to the threads. The articular surface shows deep gouge and screw marks on the backside surface. Also, the dovetail lips & locking tabs on the posterior side of the poly are crushed. The spine post has bow-tie sharp deformation on the anterior side and material deformation on the medial/lateral side and on the edges. X-ray shows the presence of tm cones and augments with femoral as well as the tibial component. The use of tm cone and augments suggests that the patient had too much bone stock loss and unsure of the condition of the collateral ligaments. The locking screw has completely moved out from the articular surface and is floating in the joint. It is important for the function of the devices that the stem extension taper is solidly impacted to firmly seat it and the locking screw is tightened to the recommended 95 in-lbs. But, it is not known whether the proper technique was followed or not. The cause of the problem could not be definitively determined based on the available information. Evaluation codes: the device history records are intact and conforming, indicating the device was manufactured to specifications.